Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient started feeling weak. The cgm was displaying 142 mg/dl while the bg was 510 mg/dl. The patient took insulin. The patient noticed that a wound on her tow might be infected and went to the emergency room. At the ER, the patient's white blood cells were high which results in sepsis. The patient's bg was checked and it was high (over 600 mg/dl) and the cgm reading at that time was not know. The patient was admitted to the hospital and give insulin drip, IV fluids and potassium via IV therapy. She was also treated with ceftriaxone 2000mg/100ml, daptomycin 62mg/62ml 124ml an hour. The patient was discharged on (B)(6) 2025. Post discharge wound care was given to the patient. It was reported that after 3 months of taking antibiotics, the wound did not get better and the infection reached the bone and the doctor recommended to have her toe amputated to avoid spreading to other parts of the body. It led to her toe being amputated on (B)(6) 2025 and she stayed for 4 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - f1902 amputation.